Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that when held together, the paddles for the device were not passing the paddle contact indicator (pci) test. It was noted by the customer that the measured pci value (-18 ohms) fell outside the allowable range of 0 (+/-) 15 ohms. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.